Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that free flow occurred during a 250 ml d10 tpn infusion on an infant. The infusion rate is typically 2-5 ml/hr for tpn on infants, however the exact rate was not provided. The hospital internal investigation determined that the set may have been removed from the pump and the bag was found empty. Although no details were provided, the hospital reported that they suspect a user error. Unspecified patient harm occurred.